Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the surgeon¿s experience with device? Was the device difficult to close? Were any of the firing strokes difficult to complete? Were all 4 strokes completed plastic to plastic? Please describe the condition of the firing handle when device jammed. Did the handle appear ¿floppy¿? Did it one or two hands to firing device? What was shown in the indicator window on back of device when issue occurred? What is the current patient status? Surgeon is experienced with device. No variation to the closure of the device was noted. No excess pressure was noted to close device. The first 3 firings were ¿plastic to plastic¿, the fourth firing was incomplete. The handle was ¿floppy¿. The display window showed the ¿lock out¿ symbol. Patient is recovering regularly.

Event description:
It was reported that on the first firing of the device, during the firing process, the 4th stroke to return the blade to its housing, the gun jammed. It would not allow the surgeon to complete the firing process nor utilize the return blade function. The device would not allow them to open the jaws regardless of attempting all recommended troubleshooting. The patient was then converted to open technique whereby a secondary stapler was used to complete the firing process and remove the jammed stapler from the tissue.

Manufacturer narrative:
(B)(4) date sent: 2/2/2021 d4: batch # u5cz19 h6: component code: mechanical(g04) investigation summary the analysis found that one ec60a device was returned with a non j&j trocar on the device. Also, the trigger and jaws were returned in closed position and the knife partially advance, with an ecr60b reload present. The reload was received fully fired, with the cartridge pan dislodged and with one double driver out of position. After further evaluation the knife was noted damaged and bent as if it was beginning to buckled. No functional test could be performed due to the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.